Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The limited information provided indicates the patient experienced mesh erosion which lead to two explant procedures of the bard flat mesh. In regards to the explant procedure performed in (B)(6) 2008, it is unclear at this time if the patient underwent a partial or full explant of the flat mesh. With the current information available, no definitive conclusion can be made as to the extent that the device contributed to the patient's post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2002 - the patient was diagnosed with genuine stress incontinence and underwent a sling procedure using a bard flat mesh, suprapubic catheter insertion and cystourethoscopy. On (B)(6) 2008 - the patient was diagnosed with incontinence and sling erosion and underwent a partial excision of the bard flat mesh. On (B)(6) 2008 - the patient was diagnosed with retained transvaginal sling segments and underwent removal of the flat mesh. On (B)(6) 2009 - the patient was diagnosed with recurrent incontinence and underwent implant of a non-bard davol mesh sling. No mention of any visualization or involvement of the flat mesh.